Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the blood pressure of this patient had dropped after the right ventricular (rv) lead was placed to a more apical position. A pericardial drain was used to drain the blood and the patient condition stabilized immediately. The drain was taken out the next day and the rv lead was functioning normally and the patient was feeling fine. The device will be followed at a normal scheduled. No additional adverse patient effects were reported.